Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the device jammed on the tissue. The surgeon used another device to cut the device from the tissue. There was no pt consequence.